Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the implantable pulse generator (ipg) exhibited early battery depletion. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.